Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient's blood glucose (bg) values reached 312 mg/dl. The patient reported being unsure if the cannula was properly seated and bent, while wearing the pod less than 1 hour on unknown location.

Manufacturer narrative:
The device was received fully deployed. The soft cannula was not observed to be bent or kinked. Download data showed no timeouts or drive stalls and no alarms were generated that would indicate any struggle to deliver insulin. Although no damages or defects that would result in a needle mechanism failure were observed, the cause of the reported needle mechanism failure could not be conclusively determined.